Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually via diagnostic imaging. The device was reprogrammed to resolve the event; the patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that noise leading to oversensing and episodes of inappropriate automatic mode switch were observed on the right atrial (ra) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.